Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat, wear abrasion, underweight, and opening. A microscopic analysis was performed which identify crease sharp opening on posterior and have stress marks. Based on the device analysis the final assessment is: a crease sharp opening on posterior due to a fold flaw opening. Non-penetrating nick.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. Device remains implanted.